Event description:
Two devices (part#: cev607, lot: 120504) were returned to mxi service and repair.

Manufacturer narrative:
The devices were evaluated and indicated that the blades were blunt. The plastic skirt was damaged. The blades were blunt resulting from instrument use. Sharpening was necessary. The black plastic skirt was probably damaged after withdrawal from the trocar. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a. (B)(4).